Manufacturer narrative:
The process of collecting and analyzing information is ongoing. Additional information will be provided upon the conclusion of the investigation. The device is distributed outside the us, and no gudid information exists. H3 other text: the device could not be evaluated because the serial number of the affected device was not provided by the customer. Without device identification, the manufacturer was unable to locate or inspect the specific bed involved in the event.

Event description:
Arjo was informed about an event involving the enterprise 5000x bed. The customer reported that the patient fell out of bed and that the bed side rails were broken. No injury was reported.